Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump and provided reset information; the pump did not exhibit the same malfunction code afterward. The customer was advised they could continue to use the pump and to contact support if the issue recurred.